Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 02/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was observed to have visible moisture behind the display lens. The pump failed to power on during testing. The pump keypad was found to be lifted at the ok button. The pump was opened and moisture was observed inside the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The pump reportedly lost power after swimming. There was reportedly no damage to the pump. The reporter attempted to power on the pump with multiple batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.